Event description:
Had pain and difficulty walking, requiring a knee implant. After the implant mobility has been remarkably diminished. Unable to walk longer than 10 minutes, unable to sit or stand for long periods of time. Therapy was prescribed, and did not improve, only made condition worse. Quality of life is now going down due to my inability to walk or stand. I am looking for help. Where or who can I turn to for help?